Event description:
It was reported the patient expired after presenting to the emergency room. The manufacturer representative was sent to the funeral home to interrogate the implanted pump and stop it. The hcp had requested a print out of the pump status. Nothing unusual was noted on the printout. No alarms were indicated and the last change to the pump was 2009, when the dose of morphine 25 mg/ml was changed from simple continuous 8.2 mg/day to 9.2 mg/day. The pump was stopped. There was no plan for an autopsy. The cause of death was not known. The patient had problems with prescription drugs which was thought to be a contributor. It was not suspected the death was related to the pump. Additional information indicated the pump, physician felt the most likely cause of death was cardiac arrest; the official cause of death remains unknown.